Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user realized that there was no hearing perception with the device in early (B)(6) 2020. The user reported being able to hear with the device only when turning his head to the left side or when pushing the bone conduction floating mass transducer (bc-fmt) onto the skull.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. It is, however, likely that this was caused by inadequate surgical immobilization i.e. Fixation screw was loose. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user realized that there was no hearing perception with the device in early november 2020. He reported being able to hear with the device only when turning his head to the left side or when pushing the bone conduction floating mass transducer (bc-fmt) onto the skull. Reimplantation was performed on (B)(6)2021.